Manufacturer narrative:
(B)(4).

Event description:
Complaint description: at the time of passing, the dilator bends and its passage is not possible. Patient refers to pain so the guide and dilator are removed.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Complaint description: at the time of passing, the dilator bends and its passage is not possible. Patient refers to pain so the guide and dilator are removed.